Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15885. It was reported that the right ventricle lead exhibited high pacing impedance and high capture threshold. The left ventricle lead exhibited high capture threshold. Programming changes were made. Then the right ventricle lead was explanted and replaced. Patient was stable.